Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported insulin leaked from the connection of the infusion tubing and the headset. This occurred especially when larger boluses were delivered; when 11 units of insulin were delivered, the connection became wet and the pt did not receive all of the insulin. Blood glucose elevated as high as 400 mg/dl as a result. The infusion set insertion device was used as recommended. No e4 occlusion errors were received on the infusion device. The infusion cannula did not appear to be kinked. Infusion set was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.